Event description:
A customer reported experiencing a cartridge alarm 20, which displayed a high blood glucose value. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). Tandem technical support decided to replace the customer's pump and provided instructions for returning the faulty pump. The customer confirmed understanding of the process and acknowledged the guidance provided.